Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml lioresal at 795 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that for the past two years the patient had intermittent episodes where his therapy fluctuated, had increased tone, increased clonus, and itching. It was noted that the patient then had periods where his therapy was going well. 6 months ago the hcp did a dye study/CT scan and was found to be negative. Throughout the past 2 years there had been intermittent volume discrepancies where the actual residual volume was greater than the expected residual volume. It was noted that there had been no alarms. The patient was noted to be switched from simple continuous to flex programming to see if that would help, however he still had periods of increased tone, clonus, and itching. The patient's change in symptoms were noted to be gradual. It was later reported that the patient had the symptoms for 6 months to 1 year. The patient had not had the same issue with their previous pump, which was replaced by the current pump on (B)(6) 2015. Diagnostics performed included tracking the refill expected and actual volume differences, catheter access port dye study, roller study, and a CT scan after a dye study. The patient was noted to be stable and they were placing him on oral baclofen. The cause remained unknown and the event remained unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.